Event description:
It was reported that during implant attempt, the helix could not be deployed with 30 turns. The lead was removed from the body where the helix would "pop" out when deployed using 15-25 turns. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).